Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Customer reported that a latch for pump broke, was replaced and works okay. There was no patient involvement.

Event description:
Broken latch for pumps, replace and work okay. No patient involvement.

Manufacturer narrative:
The reported event of broken latch for pumps, replace and work okay; no patient involvement; was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for sn (B)(6) was performed from 08/20/2015 to 09/16/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned for repair, therefore the customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3: no product returned.